Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion at l2-3, l3-4 via a lateral approach using rhbmp-2/acs mixed with autograft and placed directly into the patient¿s spine. Reportedly, post-op, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. The patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that, on (B)(6) 2011, patient underwent following procedure: bilateral l2, l3, and l4 hemilaminectomy and foraminotomy. Pedicle screw fixation, l2 through l5. Lateral mass fusion, rhbmp-2/acs, cell saver. Pre-op and post-op diagnosis: l2-l3, l3-l4, l4-l5 advanced degenerative disk disease, disk protrusion, high-grade stenosis. Per operative notes: ".. Intraoperative films were obtained to identify the trajectory of the pedicle probes. 6.5 x 40 mm screws were inserted through all pedicles. The final fluoroscopy pictures showed adequate placement of the pedicle screws which were connected by titanium rods and 3 mm t-bolts. All attachments were secured. Local autologous bone was denuded of soft tissue, morselized, used as a filling for rhbmp-2 sponges which were laid over the lateral masses and transverse processes of l2 through l5 bilaterally.. Patient was transferred to recovery room in stable condition.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.